Event description:
Customer reported the insulin pump was not responding to any buttons that were pressed. Customer's blood glucose was 365 mg/dl. Customer stated she noticed the anomaly when she was changing her basal settings at her doctor's office. The device was not dropped, bumped, or exposed to moisture. Customer was advised to discontinue use of the device revert to back up plan. No further information reported.

Manufacturer narrative:
A full segment display anomaly was noted after battery installation due to a faulty connector on the interface board. No keypad anomaly could be verified due to the display anomaly. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.